Event description:
Caller states during a correlation study, the patient tested 4.2 inr on the coaguchek xs system and 3.1 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.